Event description:
While investigating a (B)(6) male patient's monitor for an unrelated issue, a reportable problem was discovered. The monitor's driven ground relay was non-functional.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. Upon evaluation the monitor's driven ground relay was non-functional. The cause for the failure was isolated to an open r781 driven ground resistor on the monitor pca board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the open resistor.